Event description:
The reporter and the patient ¿didn¿t get the expectations of the pump that they thought it would have to help the patient¿. They felt that it had really decreased his quality of life. The patient went in on (B)(6) 2015 for a pump refill. At that time, the hcp (healthcare professional) took the baclofen from 100 mcg to 4 mcg with the idea that they would need to shut the pump down. The hcp wanted to bring the patient down to baseline and see what the results were, so they turned the setting down to as low as they could possibly go. The next day, the patient had itchy skin (no rashes) and chills. The reporter thought that the patient also had sob (shortness of breath), but he said he didn¿t. They called the neurologist on the night of (B)(6) 2015 who said it sounded like baclofen withdrawal and they were told to see their regular neurologist in the morning. They went in on the morning of (B)(6) 2015 worried about baclofen withdrawal. Per the reporter, the hcp ¿totally negated that it was baclofen withdrawal¿. The hcp didn¿t feel that going from 100 mcg to 4 mcg would produce the withdrawal result. No tests were done. After the discussion that it wasn¿t baclofen withdrawal, the hcp decided to increase the pump up to 25 mcg because, the patient had stiffness in both his legs, but the clinician programmer would only allow the hcp to increase up to 50 mcg. It wouldn¿t allow the hcp to go from 4 mcg to 25 mcg, so the next setting that it would allow was 50 mcg/day. The patient was back to baseline, so they were going to kind of go up from there and would try the 50 mcg/day for two weeks and then go back and reassess. The patient had an appointment scheduled for (B)(6) 2015 and if things were going well they would wait for that appointment or go in sooner if needed. They had considered taking the pump out and it was still unknown if they would. The device system was delivering baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).